Event description:
It was reported that this device battery was suspected to be prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event. No additional adverse effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device battery was suspected to be prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event. No additional adverse effects were reported. The device was received for analysis.